Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dbc system. During an interventional procedure, it was reported that the system reverted to a permanent black screen. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause could not be determined as the defective components were not returned to siemens for investigation. The computer processing the images (bsr) failed to boot up during startup. As a result, the system went into bypass fluoro mode where continuous fluoroscopy is available with reduced image quality and without the possibility to record or review acquired scenes. The user attempted to restore full system functionality by restarting the complete system which was unsuccessful. No log files were available for investigation as the event occurred during startup of the system. According to the information by the service engineer (cse), all system monitors were dark (black display) except the live display. The cse identified a defective bsr power supply which led to the described system behavior. Full system functionality was restored after the cse replaced the power supply of the bsr. This type of issue is of rare occurrence. No further corrective action is planned at this time.